Event description:
It was reported that during am attempted implant, the sensing and threshold on the right atrial (ra) lead were not ideal. It was noted that the ra lead was unable to pace under 5 volts. The physician attempted several alternate positions, but to no avail. The physician elected to remove and replace the ra lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.